Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris smartsite extension set had an issue with component separation. The following information was provided by the initial reporter: "disconnection of adaptor cap in extension line"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris smartsite extension set had an issue with component separation. The following information was provided by the initial reporter: "disconnection of adaptor cap in extension line"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-05. Investigation summary: one 20041e-0006 sample was received for investigation without packaging; the lot number was not available to assist the investigation in this instance. No additional information was available to assist the investigation in this instance. A visual inspection confirmed the customer's experience, with the female luer identified to have separated from the tubing; a closer inspection identified that the tubing had been torn away, with part of the tubing still bonded with the female luer. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the observed damage is consistent with the component being subjected to an external force; however a review of the manufacturing and packaging process did not identify any potential sources which could cause or contribute to damage of this nature. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20041e-0006 product over the past 12 months.

Event description:
It was reported bd alaris smartsite extension set had an issue with component separation. The following information was provided by the initial reporter: "disconnection of adaptor cap in extension line."